Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm with dissection using gore® excluder® aaa endoprostheses featuring c3 deployment system. After the device placement, it was confirmed that the left internal iliac artery was covered by the ipsilateral leg of trunk-ipsilateral leg endoprosthesis. No treatment was performed for this unintentional coverage. It was reported that the separation angle/ iliac artery bifurcation position may not have been properly identified. At the final angiography, a type ii endoleak was confirmed. The physician decided to monitor the patient and the procedure was completed.